Manufacturer narrative:
On 5-nov-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 250cc mentor smooth round moderate profile prostheses (catalog #: 3501635, left serial #: (B)(6), right serial #: (B)(6)) . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-oct-2021, the suspected medical device was returned for evaluation. On 31-oct-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and leak test of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it identified on the posterior aspect a tear within a crease/fold measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation .manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 250cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent explantation on (B)(6) 2021.